Event description:
Clinical study it was reported that 96 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.0mm, 85% stenosed distal circumflex (dist cx) artery. The physician treated the lesion without predilation, and successfully placing a taxus express2 8.8% 3.00 x 12 mm drug eluting stent in the target lesion. A side branch was event occurred and there was an ostial compromise. This was treated with a ptca. There were no further complications. The pt was discharged the next day on plavix and aspirin. At the 6 month follow-up contact, it was reported that the pt expired 3 months after the procedure. There was no autopsy. In the opinion of the physician the cause of death was breast cancer and the target vessel was not involved with the pts death.